Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a left common femoral artery. A 3x38mm xience prime below the knee stent was advanced and positioned at the target lesion. Deployment was initiated, the stent -balloon was inflated twice at unspecified atmospheres, however, the stent-balloon completely failed to inflate/deploy. The device was noted to be losing pressure. Another device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual and functional inspection was performed on the returned device. The reported material rupture and activation failure including expansion failures could not be confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling of the device.